Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a 3cg stylet is confirmed but the exact cause remains unknown. One 3cg stylet assembly was returned for investigation. A section of the polyimide tubing was observed to be completely fractured. The fractured segment measured to be 2.9 cm. A sharp kink was present in the proximal length of stylet 2.5 cm from the fracture location. A microscopic observation revealed multiple kinks in the distal segment of the polyimide tubing and were preferentially located in between magnet locations. The polyimide tubing was cut in order to measure the wall thickness. The wall thickness was measured and was found to be within manufacturing specification. Based on the condition of the returned sample, possible contributing factors include advancement or retraction against resistance and kinking. A lot history review (lhr) of redr2669 showed no other similar product complaint(s) from this lot number.

Event description:
The customer reported, "when attempting to advance the PICC, I was meeting resistance; so I removed the PICC from the micro-introducer. Once removed, I noticed that the end of the stylet was peeking out from the end of the PICC. I pulled the stylet back, but the tip of that stylet was still at the end of the PICC, even after I removed the stylet completely.'

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr2669 showed no other similar product complaint(s) from this lot number.

Event description:
Customer verbatim: "when attempting to advance the PICC, I was meeting resistance; so I removed the PICC from the micro-introducer. Once removed, I noticed that the end of the stylet was peeking out from the end of the PICC. I pulled the stylet back, but the tip of that stylet was still at the end of the PICC, even after I removed the stylet completely.'